Manufacturer narrative:
The device has not been returned to resmed, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed multiple safety reset complete alarms. There was no patient harm or serious injury reported as a result of this incident.